Event description:
Complainant alleged that medics responded to a call for a patient who had been pulled out of water in full cardiac arrest. Upon arrival to the scene, the patient was pulseless and CPR was initiated. A set of expired electrode pads were attached to the patient and the device displayed "check pads" and "poor pad contact" messages. The electrode pads were removed and the patient's body was dried. The medic attempted to re-apply the same electrode pads to the patient, however the posterior electrode would not adhere. CPR was continued as the patient was transferred to the hospital. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.